Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Customer loaded a new cartridge to address the issue. Customer¿s blood glucose level was 300 mg/dl.